Manufacturer narrative:
The pump was received with blank display due to the battery tube connector not plugged in properly to interface board. The pump was received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window, scratched case, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The husband states the customer had blank display. The customer's blood glucose level was 175mg/dl. The customer states they had replacement battery cap, but the issues persist. The customer was advised the pump would be replaced and returned for analysis.